Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 34 mg/dl. The customer reported on going sensor issues and last night specifically sensor glucose verses blood glucose being very different. The customer did troubleshooting the issue. The customer was advised to turn off the sensor for a couple hours and try to start again new and return when removed. The sensor will be returned for analysis.